Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). From visual evaluation, the spiral wrap assembly was found hyperextended (stretched) near the tip. The spiral wrap was also found severely uncoiled (unraveled) and damaged near the tip. The spiral wrap sleeve was found accordion / damaged at the tip. Initially the outer blade assembly appeared to have been intact with the spiral wrap but upon evaluation, it was found that the outer blade tip had detached / broken from the shaft assembly. The hyperextended (stretched) and uncoiled spiral wrap assembly is indicative of aggressive use of the device by customer, possibly due to procedural / anatomical / operational factors encountered during the procedure. The inner blade tip remained intact to the spiral wrap assembly. The inner shaft was not removed because of the curvature in the device and considerable amount of resistance observed when the inner shaft was attempted to be removed. The blade teeth on inner and outer were observed under magnification and no obvious damage was noticed. (B)(4).

Event description:
It was reported the blade came uncoiled, completely broken off tip while using on patient. Hospital replaced with a new one. No patient impact.